Manufacturer narrative:
The handpiece was received at the MFR for svc and eval. During the investigation, a run-on condition was found and then reported. Based on the investigation details, the asic mounting screws fell out and then attached to the trigger magnet. The screws lodged themselves between the trigger magnet and the housing, which was likely cause for the run-on.

Event description:
The handpiece was returned to the MFR for svc, and during the investigation, it was found that the device runs on its own. There was no patient involvement during this event. This did not occur during a surgical procedure. There were no adverse consequences reported as a result of this event.